Event description:
On (B)(6) 2011 clinical specialist reported the down button on the infusion device is not responding to press on the demonstration infusion device. Clinical specialist stated the issue began a week ago. Infusion device is a demo device. Requested return of the alleged infusion device for evaluation.